Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report# 1627487-2019-02644. Reference MFR report# 1627487-2019-02645. It was reported that the patient¿s scs system was reducing by itself. When the patient attempted increasing the strength the system would turn off by itself. Lead diagnostics indicated that the lead contacts displayed high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2019-02644. Reference MFR. Report #1627487-2019-02645. Additional information received that lead and extensions were explanted and replaced on (B)(6) 2019.

Event description:
Device 1 of 3. Reference MFR report#1627487-2019-02537. Reference MFR report#1627487-2019-02644. Additional information received identified that therapy was restored.